Manufacturer narrative:
(B)(4).

Event description:
Procedure: lower anterior resection with end-end anastomosis. According to the reporter: the patient went to surgery suffering with peritonitis. During activation of the instrument, the surgeon thought the instrument was closing too easily. The instrument was activated, and the resulting distal donut was very thin. The surgeon did an air leak test and a leak was present. An ileostomy had to be performed. The patient condition was reported as stable.